Event description:
While treating a pt with the model 3100a, the "oscillator over heat" caution lamp came on and a burning smell was reported. Although the 3100a's oscillator continued to run, the operator chose to remove the pt. The pt was placed on another type of ventilator without compromise.